Manufacturer narrative:
Boston scientific has made several attempts to gather additional info regarding the alleged event without results. Currently, there are no further details to report.

Event description:
During the embolization of an internal carotid artery- posterior communicating artery aneurysm, the physician encountered resistance as the device was advanced to the aneurysm. The device was removed from the pt and the procedure was completed with a different guidewire. The physician stated that he felt "as though the coating of the wire was peeled." And this is what caused the difficulty advancing and the lack of smooth movement encountered with the device. The pt was reported to be fine post procedure.